Manufacturer narrative:
All pertinent information available to second sight medical products, inc. Has been submitted. The company is submitting this MDR to ensure full compliance with 21 cfr part 803.

Event description:
This subject was implanted with an argus ii device on (B)(6) 2009. On (B)(6) 2017, this patient underwent surgical intervention to repair conjunctival dehiscence. New information: on 4/16/18, the surgeon reported a recurrence of conjunctival erosion in the implanted (right) eye. On (B)(6) 2018, the patient was counseled on possible treatment options. Patient elected to have the device explanted. On (B)(6) 2018, the extraocular portion of the device was removed and the electrode array was left tacked to the retina. The patient also received an intracameral avastin injection to treat iris rubeosis. On (B)(6) 2018, intraocular pressure in the right eye was reported to be 20 mmhg. There was no defect or malfunction of the device associated with this event.

Manufacturer narrative:
All pertinent information available to second sight medical products, inc. Has been submitted. The company is submitting this MDR to ensure full compliance with 21 cfr part 803.

Event description:
This subject was implanted with an argus ii device on (B)(6)2009. This patient was diagnosed with conjunctival dehiscence in the implanted eye on (B)(6)2017. On (B)(6)2017, the surgeon reported that surgical intervention was required to repair the conjunctiva. On (B)(6)2017, this patient underwent surgical intervention during which the suture at the coil tab was cut and removed, and conjunctival dehiscence was repaired. There was no defect or malfunction of the device associated with this event.